Event description:
It was reported that during an unknown procedure, two linear cutters showed the same problem. The clip release mechanism got blocked. The jaws closed but failed to release the clips. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that the sc60 device (a) was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. The device was tested for functionality with an echelon 60 reload and it achieved a complete 3-strokes fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results showed that the sc60 device (b) was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. The device was tested for functionality with an echelon 60 reload and it achieved a complete 3-strokes fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53e82, (mfg date: 11/02/2011; exp date: 10/02/2016).